Manufacturer narrative:
The reported event of unspecified fitting issue was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular set screw jammed while trying to connect and tighten into to the implantable cardioverter defibrillator. Two different wrenches were tried and were unsuccessful. The device was removed and replaced. There were no patient consequences.